Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device met specifications. One instance of iipv was revealed in the logs. Root cause: insufficient drain - one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no failure or malfunction was identified that could have caused or contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 4:50:15 with drain volume of 2547 ml during cycle 6. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria. Product surveillance spoke with the home patient (hp) on (B)(6) 2011 who stated since the swap of the device, he and his nurses had programmed therapy correctly and everything was going fine. The hp reported no adverse symptoms and no patient injury or medical intervention was reported.